Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headache") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, fibromyalgia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, fatigue, fibromyalgia, headache, hormone level abnormal, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Reporter's information and of insertion added. Added events: abdominal pain, uti, bladder probs, urinary probs, fibromyalgia, vag. Discharge, fatigue, weight gain, nausea, headache, migraines, hormonal changes, dental problems, hair loss. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), back pain ("lower back pain/mid back pain"), vulvovaginal pain ("vaginal pressure pain"), sjogren's syndrome ("sjogrens") and menorrhagia ("reason: heavy menstrual cycles related to my essure implant.") And was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, fibromyalgia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, weight increased, back pain, vulvovaginal pain, sjogren's syndrome and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, fatigue, fibromyalgia, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, sjogren's syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted in current fu removal date- not removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: plaintiff fact sheet: new event lower back pain/mid back pain and vaginal pressure pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), back pain ("lower back pain/mid back pain"), vulvovaginal pain ("vaginal pressure pain"), sjogren's syndrome ("sjogrens") and menorrhagia ("reason: heavy menstrual cycles related to my essure implant.") And was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, fibromyalgia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, weight increased, back pain, vulvovaginal pain, sjogren's syndrome and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, fatigue, fibromyalgia, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, sjogren's syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted in current fu removal date- not removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she later had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.